Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly during therapy. Customer¿s blood glucose was unknown at the time of incident. The customer was reported that the air bubbles were not removed successfully after troubleshooting. The customer was also reported that they still having issues with bubbles in reservoir, not small but quite big ones. The customer was assisted with troubleshooting for filling the reservoir. The reservoir will not be returned for analysis.